Event description:
Patient's mother reported patient is at maintenance. Dose 123.11 ng/kg/min, pump rate 26 ul/hr. Using 2.4ml remodulin 10mg/ml every 70 hours. Mom states that she has had some issues with the cartridges and tubing. Mom said that one time when she filled cartridge, crunched, and rolled until there was no cracking noise heard, she said the bladder had leaked somehow and there was medication ion the cartridge. Mom had to discard that cartridge and wasted medication. Mom also said that patient's tubing has been detaching from the site after 2 days of attaching it. Patient's mom said patient is now sleeping with the pump in his pocket and since they did this, there has not been any issues. Unknown if md is aware. Cassette lot# not provided. Subq remodulin remunity patient fill patient. No further information is available. Reported to (B)(6) by pt/caregiver.